Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) and its associated electrode, exhibited a pocket infection approximately one month post-implant. As a result, the pocket was reopened and the fluid removed. No further intervention was required and to date, no additional adverse effects have been reported. To date, the device and electrode remain implanted and in service.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.